Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a single shock impedance measurement less than 20 ohms. The local area field representative reported that all other lead impedances in the daily measurements are stable and within normal ranges. The physician has elected to continue monitoring the situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.